Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 4 months. It is unknown if the device will be returned for evaluation. Though requested, the product disposition was not provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (b)(5) 2017. The cause of death listed was "pump malfunction/multi-organ failure". Additional information was requested but not yet provided.

Manufacturer narrative:
The left ventricular assist system (lvas) was not returned for evaluation upon the patient's expiration. The account reported that the patient expired due to battery depletion at their home. A specific cause for the battery depletion could not be determined conclusively through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was found at home on battery support with batteries ran down.